Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient reported in the hospital. The patient's right ventricular (rv) lead had high pacing impedance, and a conductor fracture. The rv lead was capped and replaced (B)(6) 2021. The patient was in stable condition.